Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cradle/ comb was bent. The event occurred during surgery and an alternate device was used to complete the surgery. There was a delay of 2 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow up is being submitted to relay additional information. On june 12, 2018, it was reported that the cradle was bent. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. During follow up the customer stated that the repair was too costly and that they would be purchasing a new device. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. During follow up the customer stated that the repair was too costly and that they would be purchasing a new device. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.